Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A caregiver reported that the customer received a 'lo' (< 40 mg/dl) sensor message and experienced symptoms described as sweating, fatigue, and sleepy. The caregiver called the firefighters and the customer was treated with glucose intravenously based on the sensor scan. The customer experienced symptoms of hyperglycemia and a loss of consciousness. A subsequent reading of 480 mg/dl was obtained on the firefighter¿s device compared to a sensor scan of 'lo' (< 40 mg/dl) and customer was "rehydrated" and taken to a hospital where he was hospitalized for 48 hours in ICU and two days at a "diabetes service" before being discharged. No further information was reported. There was no indication the customer was incapable of self-treatment.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A caregiver reported that the customer received a 'lo' (< 40 mg/dl) sensor message and experienced symptoms described as sweating, fatigue, and sleepy. The caregiver called the firefighters and the customer was treated with glucose intravenously based on the sensor scan. The customer experienced symptoms of hyperglycemia and a loss of consciousness. A subsequent reading of 480 mg/dl was obtained on the firefighter¿s device compared to a sensor scan of 'lo' (< 40 mg/dl) and customer was "rehydrated" and taken to a hospital where he was hospitalized for 48 hours in ICU and two days at a "diabetes service" before being discharged. No further information was reported. There was no indication the customer was incapable of self-treatment.

Manufacturer narrative:
Additional information: section d4; serial number has been updated from (B)(6) to (B)(6) based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and was properly seated in the mount. Removed sensor plug and inspected sensor plug assembly and no failure mode observed. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A caregiver reported that the customer received a 'lo' (< 40 mg/dl) sensor message and experienced symptoms described as sweating, fatigue, and sleepy. The caregiver called the firefighters and the customer was treated with glucose intravenously based on the sensor scan. The customer experienced symptoms of hyperglycemia and a loss of consciousness. A subsequent reading of 480 mg/dl was obtained on the firefighter¿s device compared to a sensor scan of 'lo' (< 40 mg/dl) and customer was "rehydrated" and taken to a hospital where he was hospitalized for 48 hours in ICU and two days at a "diabetes service" before being discharged. No further information was reported. There was no indication the customer was incapable of self-treatment.